Event description:
The pt reported charging and communication issues, between the implant and the external equipment. An advanced bionics rep performed device evaluation. The problem was confirmed. An explant has been recommended.